Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008236, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010224". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008236 was manufactured according to the work instruction (wi) version 18 and manufactured in the multivac 10 on 22-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient was hospitalized due to infection and discomfort at insertion site (B)(6) 2025. The insertion site was red and swollen and an egg-sized furuncle was seen. The patient was treated with iodophor to clear the pus and applied mupirocin ointment and 2g intravenous cefazolin sodium for the infection. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008236, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010224". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008236 was manufactured according to the work instruction (wi) version 18 and manufactured in the multivac 10 on 22-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.